Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of fluid overload. The patient stated the cycler was draining slowly causing weight gain, however, no data was provided to review for his pd treatment. The etiology of the fluid overload is unknown. It is unknown if the patient had comorbidities that could have caused or contributed to the fluid overload. There is no mention of a prescription change to indicate an issue with pd therapy fill volumes and solution strength. A product investigation has not been completed at this time. Based on the available information a cause of the fluid overload cannot be determined. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported fluid overload remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was draining slowly which caused some weight gain (values unknown). During follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient was fluid overloaded and required to be treated with supplemental hemodialysis (hd) twice a week to remove the excess fluid (volume and duration unknown). There is no information for the etiology of the fluid overload or date when it occurred. The patient is currently recovering from the event and has continued with pd therapy. The patient was utilizing 2.5% solution with a prescribed fill volume of 2250ml for five cycles and no last fill. It is unknown if that prescription was changed due to the fluid overload.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.